Manufacturer narrative:
No further follow up is planned. Evaluation summary: a consumer reported that her daughter's humapen luxura device was not delivering the full dose of medication and the injection screw was not touching the cartridge plunger. She experienced increased blood glucose and hypoglycemia. The call center attempted to troubleshoot the device twice. On the second attempt, the consumer stated the "injection screw was coming down slowly" and that drops of insulin were starting to be seen. Investigation of the returned device (batch (B)(4), manufactured may 2013) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The user manual provides the proper steps for priming the device which will remove the gap between the screw and the cartridge plunger. The user manual states, "there may be a gap between the screw and the cartridge plunger. Repeating the priming steps will move the screw out to touch the cartridge plunger. Once the end of the screw pushes the cartridge plunger out, insulin will flow from the needle." The complaints expressed by the reporter are consistent with not priming the device as described in the user manual. There is evidence of improper use. The patient did not prime the device. This may be relevant to the complaint of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This retrospective reported pregnancy case, reported by a consumer who contacted the company to notify a product complain, with additional information from a second reporting consumer, concerns a (B)(6) female caucasian patient. Medical history was not provided. Concomitant medications were not provided. The mother had her last menstrual period on (B)(6) 2014. On (B)(6) 2015, on the (B)(6) week of pregnancy, and, therefore, third trimester of pregnancy, the patient began to received human insulin nph (humulin n) cartridge, subcutaneous, 14iu each morning and 22iu each night and human insulin regular (humulin r) cartridge, subcutaneous, 31iu each morning, 26iu before lunch and 26iu each night, both for gestational diabetes, and both delivered through an humapen luxura champagne device. The estimated due date (edd) was (B)(6) 2015. Reportedly, since the beginning of insulins treatment, the patient was having difficult controlling her blood glucose levels, as it would never go lower than 130mg/dl. This event was considered medically significant by the reporter. On an unknown date, the patient underwent an ultrasound scan which revealed that the baby was too large considering the gestational age. Due to that, an ultrasound scan started to be performed every three days in order to keep up with the baby size. On approximately (B)(6) 2015, reported as 22 days after beginning insulins treatment, the patient realized that the cartridge would not decrease its volume and the patient was not receiving the full dose of medication (believed to be the probable reason for the patient s blood glucose being always greater than 130 mg/dl). She tested the pen and the insulin did not come out. The humapen luxura champagne device was claimed not being delivering the full doses of human insulin nph and human insulin regular doses ((B)(4)). The patient did not reuse needles and never primed the pen. Reportedly, the reason for that was due the injection screw, which was not touching the injection plunger. Reportedly, as the fetus was still growing up on and on, the patient would probably undergo a cesarean. On an unspecified date, it was diagnosed that the fetus had diabetes too; however no congenital anomaly in the fetus was provided. The reporting consumer stated that the patient and the baby were facing a life threatening condition, because according to the physician, the failure during injection should never have happened, which put their lives at risk. Laboratory exams were not provided. As corrective treatment the patient physician triplicated the patient dose and prescribed metformin. On an unknown date, the patient physician suggested that patient should stop using the humapen luxura champagne and began to use the human insulin nph and human insulin regular via syringe. The reporter stated that the patient discarded both the cartridges that were in use and began two new cartridges via syringe. It was unknown if the patient recovered from the events. Nevertheless, it was provided that when the patient injected both insulins via syringe, she has experienced hypoglycemia, and as the physician could not decrease the dosage at once, this process should be done slowly. No corrective treatment was provided for hypoglycemia and the outcome was unknown. As of (B)(6) 2015, the patient was undergoing ultrasound to check the baby every other day and it was noticed that her belly was a maximum of 93 percent and the baby was enormous. It was unclear if the treatment with human insulin nph and human insulin regular treatment were continued via syringe or device pen. The patient was the device operator. She received proper training by a pharmacist. She uses the suspect device model and the suspect device since (B)(6) 2015. The device was returned on (B)(6) 2015 and no malfunction was found. The initial reporting consumer related the events of blood glucose increase and possible was not receiving the full dose to human insulin nph and human insulin regular treatment, however, both consumer reporters related the event of the patient was not receiving the medication, blood glucose increase and not receiving the full dose to the device. No other relatedness opinion was provided. This case is cross referenced to (B)(4) (infant case). Update 01jun2015: additional information received on 27may2015 and 28may2015 from another consumer. Added a second reporter consumer, last menstrual period, period of exposure, detailed information regarding baby size and information regarding a possible c-section. Added patient s weight and height, deleted event of lack of drug effect. Added EU/ca for device, added non-serious event of hypoglycemia, a non-serious event of drug dose omission and serious criteria for the event of blood glucose increase. Updated outcome of the event of blood glucose increase from not recovered to unknown. Clarified information regarding device problem and details. Updated expectedness of the event of blood glucose increased. Regenerated psur. Updated causality opinion. Updated narrative and fields accordingly. Update 15jul2015: additional information received on 15jul2015 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to no; updated the improper use and storage to yes for never priming the device; updated the medwatch and EU/ca fields; and updated the narrative.